Event description:
The company was informed that the pt was brought to the emergency room due to the experience of a loud sound and burning sensation inside the pt's head. Advanced bionics is in the process of gathering more info on this issue. Once more info is acquired a supplemental report will be submitted.